Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn: (B)(4) and electrode belt sn: (B)(4) were completed. The monitor and electrode belt were fully functional upon receipt. Monitor sn: (B)(4), electrode belt sn (B)(4): (B)(6) 2011. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. (B)(4). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf.

Event description:
During a retroactive review of past complaints for potential adverse events, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. On (B)(6) 2011, a (B)(6) year old female patient contacted zoll customer support to report that while dozing off in bed the device was alarming. The patient reported that she would press the response buttons in time and was treated. A review of the download data revealed that the patient experienced an inappropriate defibrillation event. The patient was treated on (B)(6) 2011 at 7:24 pm. The patient reported that during the event she bit her tongue, her head was jerked and she had blood in her mouth. The patient was at the hospital at the time of the event. The patient ended use of the device.